Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported being hospitalized twice due to diabetes ketoacidosis and high blood glucose of 1400mg/dl. The customer stated that she was unconscious when her son found her and called the paramedics. The customer was taken to the hospital and she was in a coma for five days before she woke up. Troubleshooting could not be performed as customer stated that she is relearning how to use her arms and legs. The customer requested having the device replaced. No further information was provided.